Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced the cannula tape was not sticking issue on (B)(6) 2026. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was 400 mg/dl followed by low blood glucose of 44 mg/dl. The patient was treated with manual injection, insulin pump, and carbohydrate intake. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.